Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 809.6 mcg/day via an implanted pump for cerebral palsy and intractable spasticity. The pump logs indicated the patient experienced a motor stalls. The first stall confirmed via the event logs was (B)(6) 2016 at 1358 with a recovery (B)(6) 2016 at 0741. The second stall was on (B)(6) 2016 at 1603 with a recovery (B)(6) 2016 at 1944. The third stall was (B)(6) 2016 at 1952 with no recovery to date. The patient was "pretty low functioning and non-verbal due to their disease state so they would not have been playing a game on an (B)(6), etc¿. Therefore, electromagnetic interference (emi) was ruled out as a cause for the stalls. The patient did not recently have a MRI. The patient experienced symptoms of "tightness, clammy, itchy and constipation" with a gradual onset. These symptoms began monday night (B)(6) 2016 and the patient¿s mother also heard the audible pump alarm. The patient had a pump refill and the nurse was sent to the patient¿s home to confirm pump status/what the issue was. The patient was brought to a different hospital first. It was also noted they tried programming a bolus dose during the active stall. Additional information was received from the company representative (re p) indicated she was assisting the doctor with a pump replacement on the morning of (B)(6) 2016 and was requesting catheter compatibility. The doctor was going to revise the catheter also and add length to the pump end. Further information provided by the rep clarified there was no catheter revision and the doctor changed the pump only. The cause of the motor stalls was unknown and it was unknown if the patient¿s symptoms had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.